Manufacturer narrative:
(B)(4). Additional attempts to obtain information and the device have been made. A supplemental report will be submitted with new details if they become available.

Event description:
According to the reporter, after a lap inguinal hernia tep, they found a piece of plastic from balloon in patient. They said the balloon didn't break but it looks like it popped. They noticed this when they were done with the procedure. To correct the condition they removed it from the patient with graspers.

Manufacturer narrative:
(B)(4). Evaluation summary: post market vigilance (pmv) led an evaluation of one spacemaker balloon. This evaluation was based on a technical review of all data received from the site, a pmv review of manufacturing records, a pmv review of complaint trends, and an evaluation of the returned device. Upon initial inspection, a cut was observed to penetrate the balloon. Due to the observed damage, the dissector balloon would not inflate properly. All other components were in proper working condition. Replication of the observed cut may occur as a result of either an inflated or deflated balloon making contact with a sharp object during use. The file will be closed as a misuse of the product. Should new information become available, the file will be re-opened and reassessed at that time.